Manufacturer narrative:
Establishment name: (B)(6). During inspection and testing, the tissue pad was severely worn. A review of the device history record found no deviations that could have caused or contributed to the wear of the tissue pad. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the tissue pad was worn because the grasping section was closed without grasping anything between the grasping section and the distal end of the probe while ultrasonic output was activated. (This includes after tissue resection) this caused the tissue pad to wear out severely and the smoke occurred. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during a laparoscopic hysterectomy procedure, the plastic protection of the subject device began to melt and create smoke in the abdominal cavity. The procedure was completed with the subject device. There was no effect on the patient due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the tissue pad was severely worn. This report is being submitted for the malfunction found during evaluation (severely worn tissue pad).